Manufacturer narrative:
Concomitant medical products: medications include but are not limited to: asprin, heparin, additional devices associated with event include: plc181200/14258842, plc201400/14737826. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. An explant evaluation is being performed and the results will be provided in a supplemental medwatch.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an aortic aneurysm reported to measure 65mm in diameter and involved visceral branch vessels. The patient is enrolled in the aaa 13-02 tambe ide study. It was reported that the procedure included implant of three gore® excluder® aaa contralateral leg endoprostheses and one gore® excluder® iliac branch endoprosthesis. Additionally, the right renal artery was covered, branched and dissected at this time. The patient tolerated the procedure with a right renal artery occlusion reportedly due to the procedure. No additional treatment was required. The patient was discharged to home on (B)(6) 2016. On (B)(6) 2016, the patient was diagnosed with acute mesenteric ischemia reported to be related to the (ide) device and endovascular procedure. On (B)(6) 2016 the patient expired due to acute mesenteric ischemia. All devices were explanted and returned to gore for analysis.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00185 was submitted in error, and is hereby retracted.

Manufacturer narrative:
The devices were returned to w. L. Gore & associates for investigation. Submitted in formalin was a specimen consisting of a section of aorta with visceral arteries. Histopathological examination of tissue/ graft specimens was performed. The right renal artery was chronically occluded by maturing vascularized fibrous connective tissue which filled the distal end of the device. The native renal artery just distal to the device was markedly stenosed with a vestigial lumen of < 1 mm. The renal artery branches distal to the occluded main artery were patent. The devices/ fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.